Event description:
It was reported that this right ventricular (rv) lead has exhibited oversensing of noisy signals for a long period of time. The implanted cardiac resynchronization therapy defibrillator (crt-d) was reprogrammed to left ventricular (lv) pacing only, and the defibrillation functions were deactivated. As a result of the clinical observations, the patient underwent surgical intervention seven months ago to have a concomitant subcutaneous implantable cardioverter defibrillator (s-ICD) implanted. The cause of the noise and subsequent oversensing has not been conclusively determined at this time. The patient will continue to be monitored and no additional adverse patient effects were reported. The rv lead remains implanted. Additional information was received indicating that the patient was admitted to the critical care unit within the hospital as they received a shock from the concomitant s-ICD device. Upon further review, it is suspected that this rv lead connected to the crt-d device is fractured. Additionally, multiple inappropriate atrial tachy response (atr) episodes due to right atrial (ra) noise were found. Ts discussed that during atr mode switch, the implanted crt-d device could bi ventricular pace and bi ventricular trigger pace even if it is programmed lv pacing only as the normal brady setting. Troubleshooting steps and reprogramming options were provided. The device was reprogrammed, and this rv lead remains in service. No additional adverse patient effects were reported. Additional information was received indicating that the patient is being monitored, and the plan is to replace the lead, but this intervention has not yet been scheduled. No additional adverse patient effects were reported. The lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead has exhibited oversensing of noisy signals for a long period of time. The implanted cardiac resynchronization therapy defibrillator (crt-d) was reprogrammed to left ventricular (lv) pacing only, and the defibrillation functions were deactivated. As a result of the clinical observations, the patient underwent surgical intervention seven months ago to have a concomitant subcutaneous implantable cardioverter defibrillator (s-ICD) implanted. The cause of the noise and subsequent oversensing has not been conclusively determined at this time. The patient will continue to be monitored and no additional adverse patient effects were reported. The rv lead remains implanted. Additional information was received indicating that the patient was admitted to the critical care unit within the hospital as they received a shock from the concomitant s-ICD device. Upon further review, it is suspected that this rv lead connected to the crt-d device is fractured. Additionally, multiple inappropriate atrial tachy response (atr) episodes due to right atrial (ra) noise were found. Ts discussed that during atr mode switch, the implanted crt-d device could bi ventricular pace and bi ventricular trigger pace even if it is programmed lv pacing only as the normal brady setting. Troubleshooting steps and reprogramming options were provided. The device was reprogrammed, and this rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead has exhibited oversensing of noisy signals for a long period of time. The implanted cardiac resynchronization therapy defibrillator (crt-d) was reprogrammed to left ventricular (lv) pacing only, and the defibrillation functions were deactivated. As a result of the clinical observations, the patient underwent surgical intervention seven months ago to have a concomitant subcutaneous implantable cardioverter defibrillator (s-ICD) implanted. The cause of the noise and subsequent oversensing has not been conclusively determined at this time. The patient will continue to be monitored and no additional adverse patient effects were reported. The rv lead remains implanted.